Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. [Per (B)(6) ¿ r&d engineer: the customer stopped using sensor on sept 13, 2024, and pump was in manual delivery mode since. During the event date pump delivered 21u of basal and 55.2u of manual boluses programmed by bolus wizard. During the event date the customer performed one reservoir setup at 20:12:38. (Please see the attachment for details on mark freger's analysis).] Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. There were boluses listed on the event date 29-dec-2025 in the pump history file. There were no usersuspended (2) aalrm noted on the event date 29-dec-2025 in the pump history file. There were no autosuspend alarm noted in the pump history file. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 29-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 29-dec-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and nausea. The customer reported insulin under delivery. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-332a, mmt-387a, mmt-1884. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-387a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.